Event description:
A healthcare professional reported that during surgery, a footswitch issue occurred. The system was quickly exchanged with one from another room. The case was completed after a delay of approximately 10 minutes. There was no harm to the pt reported.

Manufacturer narrative:
A company service rep examined the system and the reported system message was confirmed. The company rep was unable to duplicate the reported problem. The fluidics mechanism assembly and the footswitch cable were replaced as a precaution. Preventive maintenance was also performed on the system. The system was then tested and met all product specs. The fluidics mechanism assembly and footswitch cable have been received for further in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).